Event description:
Revision of left distal femur gmrs. Found that bushing appeared to not be present in prosthesis. Revised to new components

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.